Manufacturer narrative:
No device was returned to the manufacture. Investigation of the device history records and complaint records for this product number from 1998 to date revealed there were no nonconformities during production or similar complaints.

Event description:
A dar 15m catheter mount flexible adapter would not not fit an unspecified connection during patient use. It was reported the patient was a child.